Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
New information received notes that there was no malfunction with the lead. The high threshold was due to patient's anatomy. The patient was stable post procedure.

Event description:
It was reported that the lead was explanted and replaced due to high pacing threshold. No additional information is available.